Manufacturer narrative:
Super poligrip is manufactured in (B)(6), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female patient who used super poligrip original as a denture adhesive. Co-suspect medication included fixodent. In 1967, the patient used super poligrip original at unknown dosing. At an unknown time after using super poligrip original, the patient experienced neuropathy, zinc toxicity, and nerve damage. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the events were unresolved. According to the legal complaint, the patient experienced "zinc toxicity and extensive nerve damage resulting in neuropathy, tingling and numbness of feet." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." The manufacturer's report number for this case is 9681138-2011-00165.